Event description:
During lasik surgery in 2002, the intralase fs laser was used to create the corneal flap. During the procedure, a screw had loosened from the delivery system area and the washer landed on the patient's forehead. The patient was not injured and the surgery continued without incident. This event is being reported as a malfunction MDR because if it recurred, it could lead to a corneal abrasion and possible surgical intervention.